Manufacturer narrative:
This info has not been provided. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Date of manufacture could not be determined without a lot number.

Event description:
During reaming, the tip of the drive shaft for use with ria, broke. The surgeon removed the reamer head and the shaft, but small pieces were left in the pt. Surgeon completed the procedure without further incident.